Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using tandem charging accessories and attempting various troubleshooting steps like changing wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the caller, advised on steps for receiving the new pump, and instructed the caller on how to return the faulty pump using the provided pre-paid label.